Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2020-04564 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2020, that a wallflex biliary rx partially covered stent was to be implanted to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient anatomy was tight, and was attempted to be dilated using a hurricane balloon prior to stent placement. According to the complainant, during the procedure, while advancing the stent through the scope, the wallflex biliary rx partially covered stent (the subject of MFR. Report # 3005099803-2020-04564) deployed prematurely inside the scope without manipulation. The stent was removed from the patient with the scope. A second wallflex biliary rx partially covered stent (the subject of this report) was attempted to be implanted, however, similarly, the stent prematurely deployed in the scope. The stent was removed from the patient with the scope, and the procedure was completed with the another wallflex biliary stent. Reportedly, it was determined that the duodenal scope was likely to be defective and may have caused the stent's premature deployment within the scope. There were no patient complications reported as a result of this event.